Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and a preliminary evaluation was performed. The preliminary evaluation of the returned unit indicated the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an s8 autoset vantage caught fire. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned s8 autoset device by the resmed design house in (B)(4). The investigation determined that the reported event was due to the ac appliance inlet connector solder pins in the power supply unit (psu). The investigation found that the solder pins were broken. Resmed has conducted an ongoing, intensive monitoring and statistical analysis of the empirical field return data for this failure mode. Resmed's risk analysis concludes that the risk is acceptable. Resmed continues to closely monitor the incident and severity of this failure type. (B)(4).